Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results: 0848, 269 mg/dl 0849, 106 mg/dl 0850, 115 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter, strips, and controls, replacement sent.

Event description:
The customer alleged a high parathyroid hormone (pth) result on the cobas 6000 system when compared with another analyzer. Pth (cobas 6000) = 1698 pg/ml pth (another analyzer) = 722 pg/ml pth reagent lot #: 156701 the customer reported, "no surgical intervention" due to the result. The investigation is ongoing.

Manufacturer narrative:
The investigation, using a sample drawn on the date of the event as well as a second sample drawn (B)(6) 2010, concluded that the high pth value was confirmed by measurement by the manufacturer and by an independent second method, the siemens immulite.